Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a seizure due to a hypoglycemic episode. Paramedics were called and pt was administered glucagon, followed by two large syringes of dex5. At the hospital, where pt was hospitalized for 24 hours, pt's bg was measured at 16 mg/dl and was administered two more syringes of dex5. Pt was using an expired sensor during her episode. During her call to dexcom technical support, pt reports she was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.